Manufacturer narrative:
(B)(4). The customer reported that they were unable to acquire ECG leads v1 and v3. There was no reported pt involvement. A philips field service engineer evaluated the device and no trouble was found with the leads ECG. The device past all performance tests and was returned to use.

Event description:
The customer reported that they were unable to acquire ECG leads v1 and v3. There was no reported pt involvement.